Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue of reduced angulation was confirmed. The bending angles in all directions were out of specification, and there was play in the angulation knob, due to wear of the angulation wire. In addition, service found a leakage due to a pinhole in the bending section cover, the objective lens was scratched, the adhesive on the bending section cover was cracked, the connecting tube was wrinkled, the right/left knob was dirty, switch button #1 was scratched, the universal cord was scratched, the plastic distal end cover was scratched, and the adhesive on the light guide lens was worn out. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The subject device was returned to an olympus service center for annual inspection, and the user facility reported there was reduced angulation. There was no patient or user injury reported due to the issue. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Due to a pinhole on the bending section rubber, water tightness is lost. Objective lens has a scratch. Adhesive on the bending section rubber has a crack. Connecting tube has a wrinkle . Angulation knob is dirty. Switch has a scratch. Universal cord has a scratch. Due to wear of angle wire, bending angle in all directions does not meet the standard value. Due to wear of angle wire, the play of knobs is out of the standard value. The device cover has a scratch. Adhesive around light guide lens has wear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions were not performed completely due to the forceps elevator malfunction and leak from the bending section rubber pinhole. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.